Event description:
It was reported that during use of the bd vacutainer® cat plus blood collection tubes had poor barrier separation. The following information was provided by the initial reporter: "for the last year we have been experiencing issues with the serum tubes when sampling blood from cattle. Separation of serum from the clot is inadequate as if a proper clot has not been formed; the clot sticks to the side of the vacutainer and/ or serum separation is only achieved by centrifuging the vacutainer multiple times, sometimes at a higher speed than normal. We do not have the same problem with blood from other species, e.g. Pigs, and I have no explanation other than the relatively higher fibrinogen content in bovine blood. We invert the samples and let the vacutainer stand as directed, the batches are in date and it happens not with every sample so does not appear to be batch-related."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® cat plus blood collection tubes had poor barrier separation. The following information was provided by the initial reporter: "for the last year we have been experiencing issues with the serum tubes when sampling blood from cattle. Separation of serum from the clot is inadequate as if a proper clot has not been formed; the clot sticks to the side of the vacutainer and/ or serum separation is only achieved by centrifuging the vacutainer multiple times, sometimes at a higher speed than normal. We do not have the same problem with blood from other species, e.g. Pigs, and I have no explanation other than the relatively higher fibrinogen content in bovine blood. We invert the samples and let the vacutainer stand as directed, the batches are in date and it happens not with every sample so does not appear to be batch-related."